Event description:
During the cath procedure, the right coronary artery was accessed. The vessel was noted to be completely occluded and navigated with an aspiration catheter. A guidewire was used in navigation. A lesion was pre-dilated in the proximal right coronary artery and then stented. A piece of guidewire was recognized later in the procedure and observed to be trapped behind the placed stent. Attempts to extract the retained wire were unsuccessful.